Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. Concomitant medication was bupivacaine. The date of the event was (B)(6) 2019. It was reported the patient was not getting relief from the pain pump. A dye study was attempted. The hcp could not do the dye study because the catheter would not aspirate. It was hard to remove the drug from the pump reservoir. The catheter and pump were aspirated to the best of their ability. The pump was stopped. The pump had flipped in the past. It was believed that the pump had flipped several times knotting the catheter. The pump in turn became pressurized which was why during the dye study the dye could not be injected. Follow up was planned with the surgeon on (B)(6) 2019 to determine the revision surgery date. Surgical intervention was planned but not scheduled. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. Catheter access port aspiration was done and could aspirate the catheter a "little¿. During the dye study they could not push any dye through. The patient was a "bigger patient" and that they think a stitch popped post-implant, and the pump has been flipping. The pump logs were normal. The hcp aspirated the reservoir and the expected residual volume was 18 ml and the actual residual volume was approximately 8 or 9 ml. The pump was shut off for 9 days because it "wasn't working properly" and the patient wanted it replaced. A surgical consult with the patient was scheduled for (B)(6) 2019.